Event description:
Baxter service reported an 810:11 failure code was found during the review of the pump's event history. The failure occurred before an infusion was started. Although attempts were made by baxter service to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.